Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-32129. It was reported that system diagnostics recorded high impedances on all lead contacts. As a result, surgical intervention was undertaken wherein the both leads were explanted and replaced with one lead. Effective therapy was restored post operatively.